Manufacturer narrative:
The event of capsular contracture baker grade IV is no longer reportable to the FDA. There is no complaint against this right side device.

Event description:
The event of capsular contracture baker grade IV is no longer reportable. Healthcare professional stated right side was "exchange only" and event was for contralateral side. This record will be un-reported.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.